Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when pulling on the rail suture, it pulled out of the artery. Manual arterial compression was applied to achieve hemostasis. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture detachment was not confirmed as the suture was not returned for evaluation. The return of the suture may have aided in the analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. One unused representative sample with the same part and lot number was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.